Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. Following the cut down of the access vessel on the right patient side, a trunk-ipsilateral leg endoprosthesis was implanted. A contralateral leg component (plc231400) and an iliac extender endoprosthesis (pxl161407) were implanted on the left side, using a percutaneous approach. The contralateral leg component was deployed without issue. However, when withdrawing the delivery system of this device, the radiopaque leading olive detached itself and became stuck inside the plc231400 contralateral leg component which was still over the lunderquist guide wire. A loop retriever was used to snare the olive and remove it through the gore® dryseal sheath. The patient was doing well following the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary - the leading olive was separated from the leading end of the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The root cause for the lack of bonding could not be determined based on the currently available information. The root cause of the olive separation could not be determined with the provided information.